Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this right atrial (ra) lead was successfully removed from the chronic, non-boston scientific device. The lead was tested on the pacing system analyzer (psa) with good measurements observed. When the ra lead was connected to the new non-boston scientific device, the lead was fully inserted into the device header. When the setscrew on the new device was tightened, no clicking was heard and the lead was not secured properly. When the physician attempted to remove the lead, the setscrew turned around and around, without becoming loosened. The device header had to be broken to remove the lead; however, during removal, the lead¿s terminal pin was damaged. This lead was surgically abandoned and another lead was implanted with a second new device to complete the procedure. No adverse patient effects were reported.